Event description:
The field service engineer (fse) reported oil mist filter misting while servicing sterrad 200 for a customer report of h2o2 delivery failure. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Other, oil mist - capital equipment, unit evaluated at the facility. The fse found guide assembly not lining up cassettes properly; replaced guide assy, and adjusted sensor; ran test cycle; also replaced oil exhaust filter; final inspection of unit found it operational to manufacturers specifications. This issue is being addressed with a customer letter, related to correction and removal.